Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is not confirmed. One unpackaged ar-13999mf fastpass scorpion batch number: 12354143 was received for investigation. Visual inspection noted no problems with the exterior of the returned device. Functional testing was performed by inserting an ar-13995n scorpion needle batch number: 10197234 into the complaint device and loading a suture to pass through a suture practice pad. Functional testing revealed that the device functions as intended. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/19/2024, it was reported by a distributor via sems-(B)(4) that an ar-13999mf fastpass scorpions clamp does not close correctly and does not allow the suture to pass through the tendon.